Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s lead was scarred in from a previous infection. It was difficult for the surgeon to obtain enough slack to slide a boot over the lead. The surgeon decided to connect the system without a boot to maintain integrity of the lead. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va1nsj5 serial# implanted: explanted: product type lead correction to show (B)(4). If information is provided in the future, a supplemental report will be issued.